Event description:
The subject pacemaker was implanted on (B)(6) 2015. Normal follow-up data were reportedly observed during the follow-up performed on (B)(6) 2016. On (B)(6) 2017, the patient was admitted in hospital due to syncope. Reportedly, it was not possible to interrogate the pacemaker (the leds on the programming head were not lit) and there was no magnet answer. The same behavior was observed during the follow-up performed on (B)(6) 2017. The pacemaker was replaced and returned for analysis.

Event description:
The subject pacemaker was implanted on (B)(6) 2015. Normal follow-up data were reportedly observed during the follow-up performed on (B)(6) 2016. On (B)(6) 2017, the patient was admitted in hospital due to syncope. Reportedly, it was not possible to interrogate the pacemaker (the leds on the programming head were not lit) and there was no magnet answer. The same behavior was observed during the follow-up performed on (B)(6) 2017. The pacemaker was replaced and returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device showed that a possible hypothesis to explain the battery depletion is an intermittent overconsumption during implant time, but the root cause could not be clearly identified.

Event description:
The subject pacemaker was implanted on (B)(6) 2015. Normal follow-up data were reportedly observed during the follow-up performed on (B)(6) 2016. On (B)(6) 2017, the patient was admitted in hospital due to syncope. Reportedly, it was not possible to interrogate the pacemaker (the leds on the programming head were not lit) and there was no magnet answer. The same behavior was observed during the follow-up performed on (B)(6) 2017. The pacemaker was replaced and returned for analysis.